Event description:
Erroneous hdl result of 81mg/dl reported at 18:52. Tech realized instrument malfunctioned. Instrument removed from service. Specimen was reanalyzed on alternate instrument. Hdl result corrected to 51mg/dl at 21:03. No patient harm and no change in patient's treatment plan. Manufacturer contacted and came on-site. Device returned to service the following day.======================manufacturer response for lab analyzer, roche (per site reporter).======================instrument removed from service. Manufacturer was contacted. Field service engineer replaced bad valve, ran system checks and performed quality control. All checks and qc were in acceptance range and instrument was put back into service.